Event description:
It was reported that the during log file review it was observed that the controller exhibited controller fault alarms and loss of power. Also, the battery exhibited an erroneous critical battery alarm. It was also reported that the patient was admitted due to light headiness was found to be in ventricular tachycardia (vt) and was cardioverted. An electrocardiogram was performed and the patient was given medication.

Manufacturer narrative:
Brand name: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019 / serial#: (B)(4), UDI#: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 12-oct-2018, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for correction: added additional product: d1: heartware ventricular assist system ¿pump d4: model #: 1103/ catalog #: 1103/ expiration date: 31-oct-2020 / serial or lot#: (B)(6) UDI #: (B)(4). D9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 02-oct-2018 h5: no h6: patient ime code(s): e060109, e0112 h6: patient imf code(s): f12, f08, f2203, f23 h6: img code(s): g07001 h6: FDA device code(s): a24 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion and corrections. The initial and prior supplemental regulatory report were missing the ventricular assist device (vad), the controller and the battery remain in use. No further patient complications have been reported as a result of this event. The event description has been updated. Product event summary: the ventricular assist device (vad) (B)(6), one controller ((B)(6)) and one battery ((B)(6)) were not returned for evaluation. Log file analysis revealed a controller fault alarm involving battery (B)(6)on 11-mar-2022 at 19:15:13, due to a power out of range condition. No critical battery alarms were recorded. Additionally, review of log files revealed three controller power up events with two motor starts on 11-mar-2022 at 19:15:10 and at 19:15:26 and on 07-may-2022 at 18:00:45. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs covering the controller fault alarm, the first and second power up events were not available. The data point prior to the third loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two . The data point recorded after the last loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two . Momentary disconnections were recorded leading up to the loss of power involving (B)(6). The controller was without power for a maximum time of 28 seconds during the first and second loss of power and 11 seconds during the third loss of power. A power source lubrication procedure had been performed on (B)(6) in accordance with the requirements under fsca cvg-18-q4-19 on 11-jun-2019. Information rec eived from the site revealed that the patient was admitted due to light headiness and suspected to have ventricular tachycardia (vt) and was cardioverted. The patient underwent electrocardiogram and was treated with medication. As a result, the reported controller fault alarm and loss of power events were confirmed; however, the reported critical battery alarm event could not be confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Applicable risk documentation and experience with events of similar circumstances were considered; events involving a controller fault alarm with power out of range may be attributed, but not limited, to the user allowing the battery to deplete and/or a battery malfunction. A possible root cause of the observed momentary disconnections can be attributed to contamination within the power ports and/or due to temporary corrosion of the controller-port/power-source pins. Based on the available information, the device may have caused or contributed to the reported cardiac arrhythmia event. Per the instructions for use, cardiac arrhythmia is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of cardiac arrhythmia. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural facto rs that may have contributed to this event. Additional products: d4: serial #: (B)(6), h3: yes h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 additional products: d4: serial #:(B)(6), h3: yes h5: yes h6: img code(s): g04105 h6: FDA method code(s): b15,b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad), the controller and the battery remain in use. No further patient complications have been reported as a result of this event.